Event description:
A customer reported that a cataract system displayed a system message code and locked during a procedure. The surgery was completed with the same equipment. There was more than a 15 minute delay and no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).